Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted after forty months with allegation of premature battery depletion. It was replaced with a competitor's.